Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal device suture string was pulled back to compact the collagen, the string broke prior to the physician cutting it. The outcome of the procedure was reported to be positive. The patient was in stable condition. Additional information was received on december 27, 2018. The procedure being performed was a heart catheterization using a 6fr sheath. A pre-deployment angiogram was performed. The procedure was completed using the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to if the device was evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The carrier tube assembly was returned unmated with the hemostasis sheath and the tamper tube exited from the carrier tube. No accessory components were returned. Visual inspection revealed that the hemostasis sheath was separated from the deployment sleeve of the device cap. The deployment sleeve was in the rear lock position with the color bands fully exposed and the tamper tube was removed from the carrier tube. The microscopic analysis revealed that the hemostasis sheath was appeared to cut and the end of the suture was examined and it was confirmed that the suture was cut. No collagen was visible on the suture and no anchor was returned. The tensioner was removed from the device cap. There was no suture remaining into the spool. However, the suture was still tethered to the suture tensioner disk. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.